Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the order total quantity was less than the order total pharmacy filled. A technical support specialist stated that the customer issued a new order. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication. The customer reported unable to issue medication to the patient. There were no adverse events or injuries reported based on this event.